Event description:
It was reported that a balloon rupture occurred. An nc emerge mr, ous 2.50 x 15mm was selected for treatment of the target lesion. When handling the device outside the patient, it was discovered that the balloon had ruptured. The device was replaced with another balloon and the procedure was successfully completed with no patient complications.

Event description:
It was reported that a balloon rupture occurred. An nc emerge mr, ous 2.50 x 15mm was selected for treatment of the target lesion. When handling the device outside the patient, it was discovered that the balloon had ruptured. The device was replaced with another balloon and the procedure was successfully completed with no patient complications.

Manufacturer narrative:
The returned product consisted of the nc emerge. A visual inspection of the device showed a break along the hypotube shaft 63cm distal to the distal end of the strain relief. There were also multiple kinks present. A microscopic inspection showed the inner lumen within the balloon was stretched on the proximal end. The balloon was then inflated with no leaks or issues noted. This investigation is assigned a conclusion code of unintended use error caused or contributed to event.